Event description:
The tip of the suture needle broke during tvh procedure as follows; once the posterior uterus was freed from the rectum the peritoneum was then picked up and entered sharply with metzenbaum scissors. A deaver ski slope weighted speculum was placed within the peritoneum. At this time we visualized the uterosacral ligaments. These were clamped with a heaney clamp and ligated with #0 vicryl suture. A heaney clamp and vicryl was then used to match up the bilateral uterine pedicles in an alternating fashion until the uterus was freed up and removed. The tubes and ovaries were not visualized on either side. We then removed the weighted duckbill speculum and used a sponge stick to push away the bowel and visualize the entire area. We inspected for hemostasis. There was some bleeding of the right distal pedicle that was secured with a hemostatic stitch. At this time the needle tip was noted to be broken.